Event description:
Drain placed during surgery. Two days post-operative while attempting to remove, a six inch piece of drain broke off in wound. The piece was retrieved the following day in surgery with conscious sedation.